Manufacturer narrative:
The authorized service personnel (asp) reported that the flow sensor was replaced to address the reported issue.

Manufacturer narrative:
(B)(6).

Event description:
The reporter claimed: during the respiratory treatment for the patient, the alarm of "low leakage - risk of repeated co2 inhalation" suddenly appeared. The customer reported that the unit was in use on the patient, but there was no patient harm reported. Replaced the device immediately to continue the treatment. There was no harm to the patient.